Event description:
Additional information reported indicated that the battery replacement had occurred. The patient was doing well, her lead was intact and "they connected new battery to old." It had been a long time since the patient had used the stimulator or recharged the old battery.

Event description:
It was reported that the implantable neurostimulator (ins) ¿was not working¿ and that the patient ¿had a fall¿ about a week and a half prior to report. When the patient ¿got up¿ they ¿tried to recharge it and it was either broken from the fall or [the patient] did not charge it fast enough.¿ the patient reported that they last recharged the ins successfully and last felt stimulation ¿a couple months ago.¿ it was noted that an ins overdischarge was suspected. The last time any stimulation was felt was two to six months prior to report. Additional information received reported that the ins was not working for the past two months. The caller stated that they had not charged ¿in a few weeks¿ prior to report. The caller also reported falling the prior week and hitting the ins. It was noted that there was no stimulation sensation. Additional information received reported that the patient fell on her knee on (B)(6) 2013 when they slipped on water on the floor in the kitchen and could not get back up. The next day, the patient tried to charge and was not able to make a connection. The healthcare professional (hcp) told the patient to call the manufacturing representative but the patient had not heard back yet. The patient stated that the hcp told her to turn the stimulation off. The patient turned it off and did not change it. Additional information received reported that the manufacturing representative called the patient and they would attempt to get the ins charged up until the patient could be seen by the hcp. Additional information received reported that the manufacturing representative spoke with the patient had they had not charged the battery in ¿several months.¿ additional information received reported that the patient was unable to ¿jump start¿ the device and it appeared to be overdischarged. It was noted that the representative had not seen the patient in person and would not be able to ¿officially¿ verify until that occured. The manufacturing representative was coordinating with the hcp to schedule an appointment. There was no date set. Additional information received reported that the patient still had concerns with their device or therapy. The patient noted that the stimulator was not working due to a fall or an overdischarge. The patient wanted a ¿tec¿ but had unable to contact one. Additional information received reported that the manufacturing representative was working with the patient for four hours over the phone attempting to ¿jump start¿ the ins but it did not work. It was noted that the patient was crying and ¿was in a lot of pain.¿ the patient was seeking a hcp that they could contact. It was noted that the hcp was ¿going to put the patient down for surgery¿ on (B)(6) 2013. It was noted that the patient would have pre-operative testing before then but would get a new battery ¿shortly.¿

Manufacturer narrative:
Concomitant: product ID 37752, serial# (B)(4), product type recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).